Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that recently he has been in the hospital due to asthma and had to stay in the facility because of his diabetes. The customer stated that the insulin pump won't let him to edit the basal. The customer stated that he wants to change the bolus to 25 units instead of 20 units because sometimes he needs more insulin. No further information was provided.